Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event . The reported event was confirmed . The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing (able to run the pump). The most likely root cause of the failure is the patient forced the connection without aligning the cable to the power port which likely contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient had difficulty connecting a battery to the controller; it was noted that controller had bent pins. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided.